Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record: batch record file number (B)(4) was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the batch released in march 2025. Summary of investigation: no sample, and no x-ray pictures, were returned for investigation. - raw material historical review: the batch records of the catheters and of the access ports housing included into the impacted device kit were verified. Batches are compliant with the defined specifications and no discrepancy was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. -manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause: without the complaint sample, no thorough investigation is possible, and we cannot conclude on the real cause of the incident. However, the disconnection of the catheter observed shortly after the device implantation is generally due to an incorrect connection of the catheter during implantation procedure. The IFU specifies the connection method to well connect the catheter and the access port housing with the connection ring. Conclusion: without the sample, it is not possible to determine the root cause of the catheter disconnection. However, it is worth noting that the batch history record and the raw material documentation have not revealed failure during manufacturing process. Catheter disconnection is a known complication for which the complaint rate for similar access ports is very low. No corrective action is currently envisaged.

Event description:
Evidence of a disconnection between the tubing and the pac housing. Catheter migration within the trunk and left main pulmonary artery. Actions taken in the hospital to manage the patient: no catheter removal possible.